Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the biphasic module part number info. F/u with the customer confirmed that the customer repolaced the biphasic module and observed proper device operation. The device was has been returned to svc for use.

Event description:
It was reported that the device svc indicator illuminated as the operator attempted to use it during an event. The customer immediately retrieved a second device and the device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided. Following the event, the facility biomed evaluated the device and found that the device would not discharge charged energy into testing equipment.